Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with laparoscopic supracervical hysterectomy due to stress urinary incontinence. It was reported that following implantation patient experienced pain, recurrence, urinary tract infections and occasional discomfort during intercourse. It was reported that patient underwent mesh removal and placement of mini arc mid urethral sling on (B)(6) 2012 due to pain and urine leakage. (B)(4) - undefined recurrence; dyspareunia; urinary leakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.